Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased threshold and impedance measurements. The impedance measurements were greater than 2500 ohms. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that the lv lead was programmed off, and the device was subsequently right ventricular (rv) pacing only. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased threshold and impedance measurements. The impedance measurements were greater than 2500 ohms. Additional information was received which noted that the lv lead was programmed off, and the device was subsequently right ventricular (rv) pacing only. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that the lead continued to exhibit a gradual increase in threshold and impedance measurements. The lead was surgically abandoned and replaced due to suspected subclavian crush. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased threshold and impedance measurements. The impedance measurements were greater than 2500 ohms. Additional information was received which noted that the lv lead was programmed off, and the device was subsequently right ventricular (rv) pacing only. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that the lead continued to exhibit a gradual increase in threshold and impedance measurements. The lead was surgically abandoned and replaced due to suspected subclavian crush. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.